Event description:
It was reported that the distal section of the pipeline did not open after deployment. After several manipulations with the catheter and pushiwre, the pipeline opened.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)